Manufacturer narrative:
Concomitant medical products: product ID: addr01 ipg, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced abnormal electrocardiogram, mild edema on chest x-ray, recurrent falls and vertigo. It was also reported that the implantable pulse generator (ipg) system exhibited elevated thresholds and potential intermittent non-capture. The ipg system was reprogrammed and remains in use. Medical intervention was required as a result of this event. The patient is a participant in the (B)(6) registry. No further patient complications have been reported as a result of this event.